Event description:
Reported as "frequent helium loss 2 alarms, suspected iab leak". As a result the iab was exchanged for a 2nd iab. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). Other remarks: n/a. Corrected data: n/a.